Event description:
On (B)(6) 2013 the reporter contacted animas and alleging a display screen issue. It was reported that the display screen was discolored. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the device caused or contributed to an adverse event.

Manufacturer narrative:
The pump has been returned and evaluated by product analysis on 04/23/2013 with the following findings: during testing, the display screen was found to be faded, discolored and difficult to read. A test screen was inserted and was found to function properly. Unrelated to the complaint, evaluation revealed that the internal battery was leaking.